Manufacturer narrative:
The t:slim x2 g5 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels of up to 400 mg/dl. Reportedly, customer ate a lot of cake and took a carbohydrate bolus via the pump. Contact believed the amount of carbohydrates from the cake was much greater than what was entered in the pump as the customer guessed the amount of carbohydrates in the cake. Bg was addressed with pump boluses, site changes, and manual injections. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.